Event description:
During a remote follow up, decreased sensing resulting in under-sensing, inappropriate automatic mode switch, decreased pacing impedance, and increased defibrillation impedance were observed on the device. No intervention has been performed. The patient was stable and will continue to be monitored.